Manufacturer narrative:
(B)(4)

Event description:
An endurant aui stent graft system was implanted in a patient for the emergent endovascular treatment of a preoperatively ruptured abdominal aortic aneurysm. The aortic neck measured 24 mm in diameter. Due to the angulation and patient anatomy the physician planned on landing the stent graft low and cuffing up to attempt to gain as more seal. The decision was made to implant a 28 mm diameter endurant bifurcated stent graft and this being a preoperatively ruptured aneurysm case a 28 mm endurant aui was brought into the room as emergency back-up. Once the physician got to the level of the renal arteries which were magnified and the physician did not want to take the imaging out of magnification. The physician requested the device to be opened. The device was prepped and loaded on the wire. Only the tip capture and first few stent rings were seen as the imaging was under magnification. The stent graft was deployed and once out of the magnification it was immediately noticed the 28 mm endurant aui was implanted instead of the 28 mm endurant bifurcated stent graft as there was no flow divider and no contralateral gate. The decision was made to continue with the aui procedure, performed a fem-fem bypass, implanted the aortic cuff as planned and extended with the limb into the common iliac artery. No additional clinical sequelae were reported and the patient is fine.